Manufacturer narrative:
Summary of eval: eval of this event cannot be performed because the device has not been returned to co. The device was implanted. Due to tolerances required to manufacture the metal shell and the polyethylene insert of this product, some toggle may be present between the components of this device. This slight toggle is within final inspection acceptable standard for this product. A review of the device history record could not be performed, as the lot code provided was not valid.

Event description:
There was motion of the polyethylene insert inside the cup. There was no adverse consequence for the pt or delay in surgery or anesthesia time.